Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced 4 cases of the cannula breaking off, and 4 cases of being unable to deliver medication. The following information was provided by the initial reporter: the needle was broken and blocked when the needle was pulled out.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced 4 cases of the cannula breaking off, and 4 cases of being unable to deliver medication. The following information was provided by the initial reporter: the needle was broken and blocked when the needle was pulled out.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Cannula appearance, cannula angle, cannula pull force and clog test were inspected for 7pcs retention parts, all results meet the product specification. Bd was not able to duplicate or confirm the customer¿s indicated failure mode h3 other text : see h10.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced 4 cases of the cannula breaking off, and 4 cases of being unable to deliver medication. The following information was provided by the initial reporter: the needle was broken and blocked when the needle was pulled out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.